Event description:
The customer reported the unit passed the op check without an ECG cable, but intermittently did not pass with the cable attached. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.